Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when using the device one of the jaws fell from the tip of the instrument. Surgery was prolonged five minutes. There was no fatal effect for the patient. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.